Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The same day as onset the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the event. At the time of this report the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Extraneal and physioneal therapies were ongoing. No additional information is available as further follow up was declined by the reporter.